Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that error b30 (scope communication error) occurred during device preparation for use, and the olympus gastrointestinal videoscope was unable to connect to the tower. There was no patient involvement.